Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5090525 / 5095239.

Event description:
It was reported that the patients ipg was causing pain. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.